Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call of issues with the customer's insulin pump and no delivery alarm. The customer's blood glucose level was 166mg/dl. The customer states the issue has been resolved by a complete set change. Troubleshoot was unable to be conducted due to customer having changed out their set. The customer was advised to monitor their device and call back when alarm occurs. The customer did not wish to return set for analysis.